Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the battery gauge was fluctuating. Reportedly, the customer continued to use the pump for insulin therapy. Additionally, it was reported that the usb cable was broken and would no longer work to charge the pump. Replacement cable was sent to the customer. The customer's blood glucose was 281 mg/dl.